Event description:
Customer's father stated that the insulin pump alarms. Caller is waiting on a replacement, he is using the backup insulin pump. The motor is slow is moving slow and it beeps. The insulin pump will revert to the prime menu and reboots. The blood glucose reading is 178 mg/dl. Advised caller not to use this device; wait on the replacement to arrive. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.